Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that there was moisture present behind the display. It was also reported that the keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing there was corrosion observed on the keypad flex and connector. The keypad cover was intact and all the keypad buttons responded appropriately during investigation. The keypad cover was removed and no internal keypad button contact defects were found.